Event description:
Patient reported the infusion tube broke away from the luer lock after the infusion set had been in use for 1 day. He has not experienced this concern with other infusion sets and was unable to provide the lot or expiration date. The infusion set was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The responsible quality department has performed an investigation in attempt to identify any malfunctions related to cracked tubing. A visual inspection and a test for flow and leak were performed on the returned used transfer set. The tubing was split from the luer lock connector, and the tubing was leaking. The lot number is unknown, so the retention sample could not be investigated. The manufacturer tests the products during production for leaks and flow. There is no indication that a nonspecific product has been delivered to the customer.